Event description:
Lag and compression screw backed out.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, all documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. It has been communicated via email that no additional relevant supporting clinical information is available, as the patient has changed doctors. There is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.